Manufacturer narrative:
Correction: h5, annex b, c, d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon interrogation, prior to the leadless implantable pulse generator (ipg) implantation operation, a pop-up message appeared indicating not to implant the ipg, and that battery voltage was  low, and to return the ipg to the manufacturer. The ipg was then replaced with another one. It was noted that the ipg with low battery voltage was stored in the hospital's climate-controlled warehouse, and the battery voltage of the other ipg units were found to be normal. No patient complications have been report ed as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed review of save to disk data showed that the device had an unexplained voltage drop beginning on (B)(6) 2025 while the device was still in the box. The cause of the depleted battery was not determined. Electrical testing of the hybrid determined it was fully functional with no high current to explain the battery depletion. Analysis of the battery revealed visual inspection data showed no atypical results. Destructive analysis of the battery found no anomalies that would cause low voltage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.